Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because of the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the tubing leaked after 22ml of ifosfamide and mesna infused. The leak was noted to be where "the rubber part of the tubing meets with the cassette that is inserted into the machine." It was determined the patient received approximately 60 ml of ifosfamide, so the physician ordered the bag hanging to be discarded and a new bag mixed and hung. The rate of the infusion was 750 ml/hr. There was no report of patient or medical intervention. Although requested, no additional patient or event details were provided by the customer.